Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the rough area where orange meets insulation is visible when the tip cover is put on. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has followed up with the customer to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument and performed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument tube extension exhibits signs of scratch marks/abrasions. The main tube scratch marks measured roughly 0.042¿ x 0.024¿. An in-house tip cover was installed onto the instrument and the abrasion was still exposed, with the orange still visible. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the monopolar curved scissors (part# 470179-19 / lot-sequence# k10210913-0382) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 during a benign hysterectomy on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the mcs instrument was found to have scratch marks/abrasions on the tube extension, a piece of the instrument that is inserted into the patient. Although there was no report of patient injury, and no report of fragments falling inside the patient, this finding could result in an adverse event if it were to recur.